Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a crack next to the fiber optic cable plug. There was patient involvement, but no harm was reported.